Manufacturer narrative:
Technician found the stretcher in ER. Siderail would not latch. Replaced missing latch bolt and nut to resolve this issue.

Event description:
Report received that the siderail would not latch. No injury reported.